Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer (fse) performed on site troubleshooting and found a defect in the membrane power switch was causing the error message. The fse replaced the power switch to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that "the ventilator does not enable the key to silence the alarm and the alarm light emitting diode (led) for ventilation fails the ventilation mode is different'. The equipment alarm led error was presenting error code (1105). The device was in use; however, there was no patient harm.